Manufacturer narrative:
Initial reporter name and address: (B)(6).

Event description:
It was reported stent damage occurred. A 2.50 x 20mm synergy xd drug-eluting stent was advanced for treatment. However, during procedure, it was noticed that the stent struts were lifted. The procedure was completed with different device. No patient complications were reported.